Event description:
It was reported that during a routine defibrillator change out, the lead exhibited impedance greater than 3000 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.